Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the homechoice (hc) unit display. The patient was not connected. The hp stated that the bag disconnected. The technical service representative had the customer cycle the power off and on and the hp got a se 2367. The technical service representative advised the customer to end therapy and start over with new supplies or complete the therapy with manual supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no sample evaluation or batch review could be performed. This complaint for a system error (se) 2240 (air in line) was confirmed and the root cause was undetermined. This issue is being investigated through CAPA.